Event description:
In this event it is reported that a vdw.gold reciproc does not turn properly and does not run smooth. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
This reported issues on a endo motor have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.